Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant due to the patient heart structure the pacing impedance measurements during the procedure were high and out of range. After several attempts t was not possible to implant the lead thus the lead was not used. No adverse patient effects were reported. The lead was expected to be returned.

Event description:
It was reported that during the implant due to the patient heart structure, the pacing impedance measurements during the procedure were high and out of range. After several attempts, it was not possible to implant the lead thus the lead was not used. No adverse patient effects were reported. The lead was expected to be returned.